Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's act button was not working. Customer's blood glucose level was 140 mg/dl at the time of incident. Troubleshooting was performed. Customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Customer stated that the time was advancing normally. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response at the esc, act, up and down buttons due to an unlocked lcd keypad connector during visual inspection. We were unable to perform the operating currents, self and displacement tests due to no button response. No button error alarm was noted during testing. However, corrosion was found at the keypad traces.